Event description:
Procedure: sigmoid resection. According to the reporter: when attaching the anvil to the handle the fingers on the anvil bent. After the third try, the doctor was able to attach the unit without any additional problems. The doctor reported proximal donut was only half. The case was switched to open procedure and the doctor had to create another anastomosis. Operative time was extended by one hour.

Manufacturer narrative:
(B) (4).